Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top and bottom of case are in excellent condition with no visible contamination. Unable to duplicate the customer's reported issue. Board flex cable was secured and the glue was intact. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced speaker as preventative measure. Performed power up process and all the functional test passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that system failure event occurred. No patient injury reported.